Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04 and (B)(6) 2011 02:15:03. Weekly pace impedance trend data shows an abrupt increase for max rv pace= 464 to inf ohms (unfiltered) peak between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the ventricular lead showed an impedance increase and oversensing. The lead remains in use. No patient complications have been reported as a result of this event.